Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: it has been received 1 sealed sample of 50pf 14gx 1 ¼¿ lot 1703221p. On visual inspection of the sample received it can be observed a brown stain on the syringe plunger. No damage can be observed in the syringe. DHR of lot 1703221p has been reviewed not finding any annotation or deviation regarding the alleged defect. Molding parameters of the mold where the defective sample was molded were within procedure limits during manufacturing process of this lot. This stain in the plunger is degraded polypropylene material comes from molding process. This degraded polypropylene material is caused due to a failure in the gas exit in the injection machine. This is a cosmetic defect and the product functionality is not affected. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. A definitive root cause cannot be determined however the incident is reported to area manager. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: defect: burnt material (foreign matter). It has been received 1 sealed sample of 50pf 14gx 1 ¼¿ lot 1703221p.. On visual inspection of the sample received it can be observed a brown stain on the syringe plunger. No damage can be observed in the syringe. DHR of lot 1703221p has been reviewed not finding any annotation or deviation regarding the alleged defect. Molding parameters of the mold where the defective sample was molded were within procedure limits (B)(4) during manufacturing process of this lot. This stain in the plunger is degraded polypropylene material comes from molding process. This degraded polypropylene material is caused due to a failure in the gas exit in the injection machine. This is a cosmetic defect and the product functionality is not affected. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (B)(4). Process: visual inspection. Molding 2 injections per shift. Marking 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: thirty samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance.. Packaging: one shelf-package per pallet. A definitive root cause cannot be determined however the incident is reported to area manager root cause description this stain in the plunger is degraded polypropylene material comes from molding process. This degraded polypropylene material is caused due to a failure in the gas exit in the injection machine. A definitive root cause cannot be determined however the incident is reported to area manager UDI: (B)(4).

Event description:
It was reported that foreign matter was found on the bd¿ perfusion syringe 14 g x 1 1/4 inch. This was observed before use. No report of medical intervention or serious injury.